Manufacturer narrative:
This report is for unk - screw locking/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a pediatric osteotomy on an unknown date and was implanted with two 3.5mm locking compression plates (lcp) in the right proximal femur to correct an unspecified deformity. The patient was revised on (B)(6) 2017 and underwent hardware removal due to a broken screw. The hardware failure was confirmed by x-ray during a follow-up visit. It is unknown if the patient had symptoms related to this event. It is unknown about the patient activity and if there were any contributing factors that lead up to the failure of the device. During the revision the two 3.5 lcp plates and an unknown number of 3.5mm locking screws were removed whole and intact except for one broken locking screw shaft that was left in the patient. The screw head was emoved and discarded. The patient was revised to a 130 degree lcp pediatric plate. No surgical delay was reported. The procedure was successfully completed. The patient outcome was reported stable. This complaint involves 1 device. Concomitant devices reported: 3.5 lcp plate (unknown part and lot number, quantity:2). 3.5mm of locking screws (unknown part and lot number, quantity:unknown). This report is 1 of 1 for (B)(4).